Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that during procedure, the vale fully re-sheathed one time due to the implant depth was low. The valve was implanted; the final implant depth was 9mm on the non-coronary cusp (ncc) and 9mm on the left coronary cusp (ncc). Post operative echocardiogram showed left bundle branch block (lbbb). A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. It is possible that procedural factors (implant depth was low) contributed to the reported event; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as the patient was recommended to continue monitor. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navito vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 271s and heparin was given. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. During procedure, the vale fully re-sheathed one time due to the implant depth was low. The valve was implanted, the final implant depth was 9mm on the non-coronary cusp (ncc) and 9mm on the left coronary cusp (ncc). Post operative echocardiogram showed left bundle branch block (lbbb). On (B)(6) 2025, the patient got discharged with heart monitor. On (B)(6) 2025, the monitor noted episodes of complete heart block (chb) and the patient was asymptomatic. The patient showed indication of pacemaker implantation but the family decided for conservative management. The patient recommended to continue monitor and come to emergency department with any new symptoms.

Manufacturer narrative:
The device will not be returned for evaluation, this device was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.